Manufacturer narrative:
The glidescope gvm video monitor was returned to verathon (B)(4) for evaluation. The technical service representative confirmed the reported lack of image. The technical service representative isolated the issue to the main pcba. The main pcba was replaced and the video monitor passed all tests. The video monitor was returned to the customer. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A distributor reported to verathon that a customer reported while using a glidescope gvm video monitor during a patient procedure the video monitor had no image. No delay in the procedure or use of a back-up device was reported. No harm to patient or user was reported.